Manufacturer narrative:
Unit alarmed after battery change. No alarm noted during testing. Unable to perform basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to detached/broken off end cap. All operating currents were normal and passed self test. No unexpected low battery or off no power alarm noted. Unit was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked on battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms before and after a battery change. The customer's blood glucose reading was 87 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.